Event description:
User reported imprecision on the p module involving multiple assays. The problem has been "ongoing, intermittent and random". Assays affected are calcium, creatinine, co2, ast, and alt. She provided one pt example, pt calcium result was 6.3 mg per dl on the initial run. This result did not meet previous sample results for this pt, therefore, the sample was repeated. The repeat run result from a different p module was 7.8 mg per dl. No erroneous results were reported. The field service rep determined causes to be a damaged stirrer paddle and adjustment needed to the rinse water volume. He repeated stirrer paddle and adjusted rinse water volume. The field service rep verified analyzer operation by performing a 10 sample precision and running qc.